Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v259066, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6)2009, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6)2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6)2007, product type: extension. Product ID: 3389s-40, lot# v032588, implanted: (B)(6)2007, product type: lead. (B)(4).

Event description:
A consumer reported the patient's implantable neurostimulator (ins) reached elective replacement indicator (eri) and they had increased shaking over their whole body. Eri was seen in (B)(6) 2015 and the shaking started on (B)(6) 2015. There were no falls or traumas related to the issue and there was no dissatisfaction with the ins longevity. The patient's indication for use is parkinson's dual and movement disorders.